Event description:
Caller states the patient tested 4.0 inr on the coaguchek system and 2.9 inr on a comparison lab. No action taken based on device results. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect system however caller states strips are unavailable for return.